Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer was hospitalized, where hyperglycemia was treated with an intravenous (IV) insulin drip. Ketone testing was performed, and results were consistent with hyperglycemia, and this was also treated with an intravenous (IV) insulin drip. The customer reported symptoms including feeling sick/unwell and diarrhea. The event involved product(s) mmt-332a, mmt-399a, mmt-1884. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-332a, mmt-399a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 27-sep-2025 and sap note/customer's event date of 30-sep-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 27-sep-2025 and sap note/customer's event date of 30-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the ss event date of 27-sep-2025 and sap note/customer's event date of 30-sep-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 06:24:55.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.40mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.